Manufacturer narrative:
(B)(4).

Event description:
Additional information was received via the manufacturer's representative. It was reported the time in which they had seen the header block was during an initial implant where it was noticed high impedance at the final impedance check. Using fluoro image, it was noticed that they could not clearly see the space between the blocks. The physician pushed the leads farther in which corrected the issue. This had occurred years earlier. No intervention or change in procedure was necessary.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative reported that they had seen it before where the boundaries between the electrodes were not as clear in an x-ray, indicating the lead had pulled slightly out of header block. Follow-up was initiated for the patient and device information.